Manufacturer narrative:
Follow up 08-jun-2016: quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented abdominal pain. About 5 years after consumer had essure implanted, she had the device removed by surgery. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the implied temporal relationship and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since device removal was required via surgical procedure, this case is regarded as incident. Other non-serious events were informed according to product technical complaint, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained (lay press case).

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 14-may-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. About 5 years after consumer had essure implanted, she had the device removed. She said she experienced abdominal and back pain and gynecological issues and that on her left side it felt like a knife. Patient said she wanted the device out, but wanted to keep her tubes and uterus intact so she underwent a surgery to remove the device that did not require a hysterectomy. During the surgery the doctor removed the device and the surrounding tissue. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented abdominal pain. About 5 years after consumer had essure implanted, she had the device removed by surgery. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the implied temporal relationship and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since device removal was required via surgical procedure, this case is regarded as incident. Other non-serious events were informed. Further information cannot be obtained (lay press case). Technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.